Event description:
This complaint is now reportable based upon additional information received on 7/17/2009. It was reported that during a coronary drug-eluting stent delivery procedure, crossing difficulty occurred. Vascular access was the radial artery. The 91% stenosed lesion being treated was located in the severely tortuous, severely calcified mid left anterior descending (lad) artery. The lesion was predilated using a non-bsc balloon inflated 10 to 20 seconds. The physician attempted to place the taxus liberte stent, but was unable to cross the lesion as the physician felt significant resistance. Additional information received indicated that the stent dislodged inside the patient in the distal lad. Then the physician used a 2.0x15mm non-bsc balloon to deploy the dislodged stent in the distal lad. The procedure was completed with a 2.5x24mm taxus stent. No additional patient complications were reported. Patient condition is reported as "good".